Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones of 0.2. The pod was worn between 5 and 24 hours on the back. It was noted that the cannula was bent. Hyperglycemia treated with an insulin pen.